Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 16-mar-2021. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced headache (seriousness criterion medically significant), fatigue ("fatigue"), amnesia ("memory loss"), memory impairment ("forgetting words"), confusional state ("confusion"), tendonitis ("tendonitis"), tooth fracture ("cracking teeth"), myalgia ("muscle pain"), loss of libido ("lost libido"), anxiety ("anxiety"), mood swings ("mood swings") and visual impairment ("deteriorating vision"), 11 months 3 days after insertion of essure. At the time of the report, the headache, fatigue, amnesia, memory impairment, confusional state, tendonitis, tooth fracture, myalgia, loss of libido, anxiety, mood swings and visual impairment outcome was unknown. The reporter considered amnesia, anxiety, confusional state, fatigue, headache, loss of libido, memory impairment, mood swings, myalgia, tendonitis, tooth fracture and visual impairment to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced headache (seriousness criterion medically significant), fatigue ("fatigue"), amnesia ("memory loss"), memory impairment ("forgetting words"), confusional state ("confusion"), tendonitis ("tendonitis"), tooth fracture ("cracking teeth"), myalgia ("muscle pain"), loss of libido ("lost libido"), anxiety ("anxiety"), mood swings ("mood swings") and visual impairment ("deteriorating vision"), 11 months 3 days after insertion of essure. At the time of the report, the headache, fatigue, amnesia, memory impairment, confusional state, tendonitis, tooth fracture, myalgia, loss of libido, anxiety, mood swings and visual impairment outcome was unknown. The reporter considered amnesia, anxiety, confusional state, fatigue, headache, loss of libido, memory impairment, mood swings, myalgia, tendonitis, tooth fracture and visual impairment to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.